Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed damage on the reservoir side of the pump. The customer reported a blood glucose value of 413 mg/dl and hyperglycemic condition was treated with insulin pump. The event involved product(s) mmt-1884. Troubleshooting was performed for the hyperglycemic event and confirmed that the customer was using the auto mode/smartguard feature at the time of the event and had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed for damage to the pump and confirmed physical damage (crack or scratch) on the pump was not related to the retainer ring. Instructed customer that pump will be replaced. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest, occlusion test, sleep current and active current. Unit was monitored and functioning properly. Pump history was download successfully. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿paired successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the sensor warm up. The pump calibrated and displayed the programmed value of 128 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Unit uploaded properly to the carelink software or and communicate properly. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received cracked keypad overlay. Unit passed required testing. Not confirmed sensor issue. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.